Event description:
A nurse reported receiving a system message during a case. The system was reset using the main power switch in the back of the unit. The light then came back on. There was a slight delay in procedure while troubleshooting. There was no pt injury reported.

Manufacturer narrative:
The facility called in to technical support services (tss) and was advised to reset the system using the main power switch in the back of the unit. Tss also advised the customer to check the lamp hour and replace the lamp if necessary. The customer stated they would call back once the procedure was completed to get instructions on how to check the lamp hour. The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).